Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The manufacturing representative reported that the lead migrated. The cause of the lead migration was undetermined. The patient experienced a lack of coverage of the right side due to the lead migration. The lead was not twisted or coiled. A revision was scheduled for (B)(6) 2016. The revision was successful and the patient was receiving effective therapy. The patient was extremely happy with the results. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.